Event description:
It was reported by customer that while moving patient cardiosave intra-aortic balloon pump (iabp) had internal communications error alarm. No patient injury or harm reported.

Manufacturer narrative:
Due to character limitation in e1, full initial reporter: ryland ausbrooks and full event site address: 1201 11th avenue south birmingham, alabama a supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields-b4, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions). A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was unable to confirm the reported issue. The coiled cord was replaced as a precaution as part of the field safety corrective action. Product passed all functional and safety tests per manufacturer specifications.

Event description:
N/a.